Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange due to fluid ingress, muted alarm tones, and dim alarm light emitting diodes (led) was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis and no log files nor images were submitted for review. Additional information provided on 19jan2024 stated no log files are available from the time of the event, the cause of the fluid ingress in the backup battery compartment is unknown, and that no product would be returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was exchanged on the (B)(6) 2023 due to compromised backup battery (ebb) wires. Green fluid was noted within the ebb compartment. The system controller also had faded alarm lights and muted alarm tones.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.